Manufacturer narrative:
A maquet field service technician was on site and investigated the unit in question. He troubleshooted the device and could not confirm the reported failure. According to service order#(B)(4) the technician performed as follows: performed full preventive maintenance. No problem found. Device passed all tests. Returned to customer and cleared for clinical use. Thus the failure could not be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint#(B)(4).

Manufacturer narrative:
Device evaluation is still pending. Device was not returned yet. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Customer reported that they got a low venous pressure alarm, then an arterial bubble detected alarm, then the pump stopped. They hand cranked and then moved the hls disposable to another machine. They were still getting low venous pressure alarms and believed it was the cannula placement. Internal reference: (B)(4).